Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26497. The patient is implanted with occipital leads (off-label use). It was reported the patient is experiencing a worsening of her headaches when the stimulation is turned on and is worse on the right than the left. In addition, she is no longer receiving stimulation in the correct areas. X-rays were taken and showed no anomalies. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26497. Follow up information identified the patient underwent surgical intervention to reposition the leads which resolved the issue. Postoperative reprogramming was performed and patient is receiving effective stimulation.